Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose was 160 mg/dl.